Event description:
The caller reported a cartridge alarm occurring with multiple consecutive cartridges. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support resolved the issue by sending the customer a replacement pump with updated software and provided instructions for returning the problematic pump, ensuring insulin delivery would continue uninterrupted through a backup therapy of multiple daily injections.